Event description:
It was reported that the patient "suffered" from an infection. It was indicated that the infection began (B)(6) 2011, but the time frame is uncertain. It was stated that the health care provider (hcp) decided to revise the entire system after the infection issue. It was noted that at one point the patient's blood sodium levels were "not normal." Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), product type lead product ID, 37752 lot# serial# (B)(4). Product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).